Event description:
Mcs coordinator reported per patient's mother, they had changed patient to his backup driver due to a fault alarm caused by placing a battery in the battery well incorrectly. Freedom driver kept fault alarming even with battery placed correctly into battery well so patient's caregivers changed out freedom driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating speaker 2 voltage too low when off. This alarm can be produced during onboard battery exchange due to intermittent communication errors. Visual inspection of internal and external components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing including a battery exchange test using onboard battery power only. Onboard batteries were quickly exchanged until a fault alarm annunciated. This alarm results from inappropriately exchanging batteries too quickly. Instructions for use identify appropriate exchange of batteries and the resulting alarm if installed incorrectly. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was replicated during testing; the root cause of the reported alarm was determined to be rapid exchange of the onboard batteries contrary to the instructions for use. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Mcs coordinator reported per patient's mother, they had changed patient to his backup driver due to a fault alarm caused by placing a battery in the battery well incorrectly. Freedom driver kept fault alarming even with battery placed correctly into battery well so patient's caregivers changed out freedom driver.